Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs system was auto reducing. Diagnostics revealed high impedances on the lead contacts. X rays were taken which did not reveal any anomalies. As a result, the surgery may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the scs lead was explanted and replaced on (B)(6) 2018. Physician reported that the lead was replaced (due to fracture) and connected to the ipg. Reportedly, therapy was restored post-operatively.